Manufacturer narrative:
This incident is being reported out of an abundance of caution. At this time, a device malfunction has not been identified, and the bed has not been definitively determined to be the source of the fire. No one was present in the room when the fire started to witness the incident. An initial visual inspection at the site of the fire took place on 07/07/2017; however, the results were inconclusive. In addition to the invacare bed, a non-invacare concentrator was also present in the room and was also considered as a possible source of the fire. The investigation is ongoing; destructive lab testing will be performed to attempt to determine the root cause of the fire. When more information is received, a supplemental record will be filed. The ihcs7 bed was manufactured by carroll healthcare, an affiliate of invacare; however, carroll healthcare is no longer in business. The manufacture of these beds has transitioned to flextronics, but invacare continues to own the design.

Event description:
A letter was received from a lawyer representing an insurer of a facility where a fire took place. The letter indicated that the invacare bed was in the vicinity of the fire origin.

Manufacturer narrative:
The fire investigation report was received. The fire investigator determined that the area of origin for the fire was the bed/bedding at the foot end of the bed. The first-in crews indicated that the only visible flames were observed under the bed, which may indicate that some kind of failure occurred with the electrical components of the bed that may have caused the fire. The motors in this area are damaged by fire. The fire investigator stated that without further evaluation by a qualified electrical engineer, these components cannot be ruled out. He also advised that he cannot totally rule out the room occupant, who has had three suspicious fires in his room over six months. During the last incident, it was observed that the resident had diminished cognitive ability. Based upon the evidence at hand, the fire investigator could not determine if the fire was accidentally started or intentionally set by someone. Without being able to determine the ignition source or the first material ignited, and the means by which they were brought together, the fire investigator ruled the cause of the fire as undetermined.